Event description:
The staff memmber had completed the bath and had lowered the resident down to a level of about 30 inches ( the height of the seat) to dry her. The staff member had completed drying the resident and had turned to put the towel on the bar. As the staff member turned back to contiue to dry the resident, the staff back to contiue to dry the resident, the staff member saw that the resident was in a forward-leaning position and the chair had started to tip. The resident slid to the floor and the chair tipped over, sliding away from the resident. The resident sustained an abresion to the back of the head as well as skin tear to the right heel.